Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that it displayed an error, and it was attributed to the liquid crystal display white wire being exposed and shorting to the main printed circuit board. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that external pulse generator (epg) displayed an error during power up and required an update according to an existing field corrective action. The epg was returned for repair. There was no patient involvement.